Event description:
On 22-may-2026, it was reported by a sales representative via (B)(4) that an ar-8730-42h compression screw broke in half when attempting to drill into the patient. Half was retrieved and the other half was left in the patient. This occurred during use in a case.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.